Event description:
It is reported the patient was revised due to pain.

Manufacturer narrative:
Evaluation summary: the alleged event stated the acetabulum had been attempted to be reamed using a hall reaming system that did not work with the power supply due to improper connector adaptor. A hall reaming shaft was being used with a stryker pneumatic compact driver in order to prepare the bone for the implant. The surgeon converted to a hemiarthroplasty procedure due to an adaptor missing from the hall reaming system which may have adapted the reaming system for use with the stryker pneumatic driver. The surgical technique was reviewed for zimmer's austin moore hemiarthroplasty and found that it does not call out to ream the acetabulum. Hemiarthroplasty is intended to articulate on the natural acetabular cartilage. Based on the following the austin moore hemiarthroplasty is from the unsuccessful attempt to ream the acetabulum prior to implantation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.